Event description:
Visual inspection of the returned superion driver revealed both the tips were completely sheared off. Observations in the field indicated the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the driver tip interfaces into the spindle of the spacer, any additional lateral movement during implant deployment with a large lateral applied force could result in the observed shearing to the driver tips. It could not be confirmed if the physician was able to remove the driver tips from the patient.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated.

Event description:
Visual inspection of the returned superion driver revealed both the tips were completely sheared off. Observations in the field indicated the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the driver tip interfaces into the spindle of the spacer, any additional lateral movement during implant deployment with a large lateral applied force could result in the observed shearing to the driver tips. It could not be confirmed if the physician was able to remove the driver tips from the patient.